Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with in stent restenosis and thrombosis. In (B) (6) 2008, the patient presented with chest pain and an angiogram the same day revealed an 80% stenosed lesion located in the proximal right coronary artery (rca). Treatment placed a 3.0x16mm taxus express2 non study stent resulting in 0% residual stenosis with good result. In (B) (6) 2010, the patient again presented with chest, left arm and back pain. Angiography the next day revealed severe restenosis along with thrombosis, totally occluding the proximal rca resulting in 0 timi flow. The proximal rca was treated with a thrombectomy using a non bsc aspiration catheter and a non bsc 3.5x23mm stent. The patient was discharged 3 days later on aspirin and clopidogrel. It was noted that the patient discontinued clopidogrel the week prior to the event.